Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
A questionnaire received from the customer stated the patient required sutures.

Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The associated system was manufactured on june 28, 2005. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A root cause cannot be determined. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a handpiece presented with occlusion during a procedure. The handpiece and system was exchanged to complete the case. The patient experienced a corneal burn. Additional information has been requested but none has been received.

Manufacturer narrative:
(B)(4)